Event description:
Hill-rom received a report from the account stating the patient positioning monitor alarm was very faint. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm to be inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the external alarm to resolve the issue. Based on this information, no further action is required.